Event description:
It was reported that the patient presented for lead revision procedure. It was noted that the right ventricular (rv) lead and right atrial (ra) lead exhibited high capture thresholds and changes in impedance. Both the leads were explanted and replaced. The patient was stable.

Manufacturer narrative:
Further information was requested but not received.